Manufacturer narrative:
No device was received for analysis at the time of submission of the initial 3500a. Since the product was not returned for analysis, no product failure analysis can be conducted and no determination of possible contributing factors could be made. Device history record (DHR) review cannot be conducted because the no lot number was provided by the customer. Since the lot number is unknown, the full UDI number cannot be provided. Concomitant products were used during this study: lasso nav 10-pole fixed, sjm inquiry for cs, ge acunav. Evaluation methods: no testing methods performed - (B)(4). Results: no results available since no evaluation performed - (B)(4). Conclusion codes: device discarded by user, unable to follow-up - (B)(4). (B)(4).

Event description:
It was reported that during a pulmonary vein ablation - paroxysmal procedure a (B)(6) female patient suffered a cardiac tamponade which required pericardiocentesis with 900cc fluid withdrawal. The ablation tags appeared outside the shell after the physician had completed the right side veins ablation and was delivering lesions on the roof of the left atrium. It could have been related to anatomy that was not collected during fam mapping with the lasso nav catheter. It was also reported that there was a map shift "learn new" error on the system. The patient was under general anesthesia. The heparin drip was stopped and octaplex was given. Once the physician decided that the patient was stable, he continued the procedure and started on the left sided veins. However, pericardial fluid continued to drain, procedure was then aborted. The patient was stable when transferred to ccu. The drain was discontinued on (B)(6) 2016 and discharged on (B)(6) 2016.